Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure, the device was fired across the appendix. The surgeon visually checked the staple line and identified the device had cut but not stapled, and the staple line was open. The surgeon converted to an open procedure as a result of the open staple line. A partial removal of the cecum was performed and they closed with suture. The pt will remain in the hosp for and extended stay to recover, due to an open procedure being required.